Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned, but the test strips returned were used and could not be tested. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving low readings. Customer has two prime meters. Patient was performing a blood test with one of his relion prime meters ((B)(4)) and received a result of "lo". Tested with other relion prime meter ((B)(4)) and received another "lo". Patient had no symptoms; however, patient's daughter became concerned so she called the paramedics. Paramedics arrived and performed a blood glucose test on the two prime meters and their meter within ten minutes. Received a reading of "lo" on both prime meters and a reading of 348 on their meter. Patient was not experiencing any symptoms and paramedic's meter was giving a better blood reading, and patient felt fine, so no further action was needed. Caller would like to return both meters and test strips and have them replaced. Product is new. Technique and storage ok. Controls not used. Replacing product.